Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient was not able to enter MRI mode and was experiencing pain. X-rays revealed patient's lead had migrated half out of epidural space. As a result, patient underwent surgical intervention to have the entire scs system removed.